Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat # 5571-s-025 lot # n3a47h description: triathlon stem extender 25mm; cat # 5566-s-016 lot # m2m23g description: tri press-fit stem 16x150mm. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be provided in a supplemental report. Device not returned - hospital policy.

Event description:
Patient had a fracture and underwent an orif with plate fixation on (B)(6) 2009 on her right leg where she had previously had a triathlon ts implanted on (B)(6) 2008. The fracture went on to a non-union and is being revised to a stryker gmrs.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding a periprosthetic fracture involving a tri cemented stem 12mmx50mm was reported. The event was not confirmed. A device history review confirmed all devices were manufactured and accepted into finished goods with no reported discrepancies. A complaint history review confirmed no similar events for the reported lot. The exact cause of the event could not be determined because of a lack of information. Further information such as the reported device, patient medical records, and x-rays are needed to complete the investigation for determining the root cause

Event description:
Patient had a fracture and underwent an orif with plate fixation on (B)(6) 2009 on her right leg where she had previously had a triathlon ts implanted on (B)(6) 2008. The fracture went on to a non-union and is being revised to a stryker gmrs.